Event description:
It was reported to medtronic minimed that the customer contacted support regarding an expired inpen battery notification and instructions on returning the inpen. The customer reported no adverse event. The event involved product(s) mmt-105nnpkna and mmt-105nnpkna. Troubleshooting was performed in accordance with the expired battery notification/warning documentation. The customer was informed of possible causes, advised that the inpen battery is not replaceable, instructed to discontinue use of the affected inpen, and to follow their backup plan per health care professional's guidance. The customer was also informed of the product replacement and return policy and acknowledged understanding. Instructions were provided on deleting the existing paired inpen and pairing the replacement device. No harm requiring medical intervention was reported. Mmt-105nnpkna and mmt-105nnpkna was returned for analysis.

Manufacturer narrative:
Unit paired successfully to commercial app. Inpen received with leadscrew fully extended. Inpen failed baseline and wireless functionality. App logbook displayed: 8.5u, 9.5u, 11.5u, 11.5u, 12.5u, 13u, 12u, 13.5u, 11.5u, 14u. Inpen passed displacement dose accuracy. Battery investigation was performed, and battery measured 2.977 volts. Inpen app home dashboard did not display any warning/notification. Inpen app home dashboard did display "low inpen battery" as designed. Inpen system will alert with low inpen battery notifications to notify customer of the inpen battery approaching battery expiration. The notifications are sent approximately: 3 months before battery expiration 2 months before battery expiration - weekly when less than 4 weeks before battery expiration. Inpen front shell does not fit securely onto cartridge holder due to small snap arm being cracked / broken. Performed electrical investigation. Encoder contacts were soldered and probed to oscilloscope. While attempting to transmit a signal, the scope displayed irregular/inconsistent pulses. The fact that irregular/inconsistent pulses were observed prior to disassembly can be an indication that the contact springs on the encoder contact boards were not touching the contacts on the pattern wheel or not exerting enough pressure to make electrical connection to produce consistent encoder pulses. In conclusion: no battery anomaly noted. Inpen app home dashboard did not display any unexpected battery warning/notification. Inpen was working as intended. Inpen did not transmit accurate doses during testing. Isolate to mechanical assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.